Event description:
Reporting status: serious injury/medical intervention - permanent damage. Reporting rationale: separated guide wire tip remains in pt compressed against vessel wall. Device issue: guide wire tip separation. It was reported that during a direct stenting procedure a vision 3.5 x 15 mm was being used in the lad, at the bifurcation with the diagonal which had been protected with a "trapped" bmw guide wire (contrary to the instruction for use (IFU). The stent delivery system (sds) was inflated to 10 atm with a good result. When the physician retrieved the "trapped" guide wire, the distal tip broke. A part of the separated guide wire was located between the vessel wall and the stent. The separated tip of the guide wire was free in the lad lumen, proximal to the implanted stent. The physician implanted a second stent, proximal to the first stent, a vision 3.5 x 8 mm, to maintain the free tip against the vessel wall of the proximal lad. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info, but because the guide wire was not returned for analysis, the root cause is based on the case info and the cine slide that was returned for review. The conclusion from this info is that the deployed stent trapped the guide wire and the forces exerted in the attempt to remove the entrapped guide wire tip caused the tip to fracture. The instruction for use (IFU) warns not to entrap the guide wire behind a stent because there is a higher risk of tip separation under this condition.